Manufacturer narrative:
Device evaluation: samples were returned; it consisted of 19 units. Samples returned in unused conditions. The complainant returned units were visually inspected at a distance of 12 to 16 inches under normal conditions of illumination according to procedure. No obstructions, damaged, broken, or other defects were detected in none of the joins of the product. Leak testing was performed to 5 samples using hydrostatic vessel. No leaks were identified. Root cause cannot be determined since complaint was not confirmed. No corrective actions are required since the complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was leak that occurred on three straight sets at the injection port (y-site) on the tubing near the patient end, in the plastic casing for that injection site. The set was switched out for another set from a different lot and the issue resolved. No patient injury reported.